Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
As reported via the department of safety, this patient experienced a vascular injury -"vessel was damaged during the procedure. Probable device relation, which was resolved."

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 19 mg/dl, 183 mg/dl, 204 mg/dl and 166 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available. Additional notes: note (1): the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. Note (2): the device manufacture date is unknown.